Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens. Lens torn during insertion into the eye. Lens was removed. The incision was enlarged and a suture was used. Cause of this incident was a loading error and no malfunction.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Visual inspection of the returned product found the lens optic is torn. Half of plate haptic and piece of optic torn off and missing. Lens was returned dry. There was no visible damage to the nanopoint injector and cartridge. There was evidence of clear surgical residue on product. Based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).